Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at 10.5cm to 11.5cm and 23.3cm to 23.7cm from electrode end which exposed the coil in this area. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.